Event description:
Artifact present during AED deployment. (B) (4).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery voltage was below end-of-life (eol) level due to normal battery depletion. The product code could not be downloaded. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and was in back-up mode. The device was replaced.